Manufacturer narrative:
As reported, two months post implant of the phasix mesh, the patient experienced a postoperative superficial wound dehiscence and associated pain, when the stitches in a small section of the incision had ¿popped open.¿ this adverse event is reported to have resolved with no treatment. Based on the information provided, a definitive conclusion cannot be made. Wound dehiscence and pain are known inherent risks of surgery and are identified as potential complications in the adverse reaction section of the instructions-for-use, supplied with the device. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the adverse event of wound dehiscence. An additional MDR was submitted to document an adverse event of seroma.

Event description:
As reported in (B)(4): on (B)(6) 2021, the patient underwent a laparoscopic colectomy and a bard/davol phasix mesh was trimmed and placed in onlay fashion. The mesh was sutured in place with non-bard/davol absorbable monofilament sutures and a bard/davol sorbafix fixation device. On (B)(6) 2021, the patient was diagnosed with superficial wound dehiscence. This ae is reported to have resolved with no treatment provided, on (B)(6) 2021. It was also reported that the patient had pain associated with skin dehiscence. Upon inspection it appeared that the stitches had "popped open" in a small section of incision. Study clinician noted no concerns and healing was going well still. The adverse event has been assessed as moderate severity and as not a serious adverse event (sae) or an unanticipated adverse device effect (uade) by the study group. The adverse event has been assessed per study clinician as not related to the study device and definitely related to the index procedure. The adverse event has been assessed per cec clinician as possibly related to the study device and definitely related to the index procedure.